Event description:
It was reported the device cannot pass self-test.

Manufacturer narrative:
The defibrillation device failed its self-test due to suspected battery damage. The hospital contacted a third party for processing, and the equipment ran normally afterwards. Self-tests are designed to assess the device's readiness for use. Based on the information available and the testing conducted, the cause of the reported problem was due to suspected battery damage. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The defibrillation device failed its self-test due to suspected battery damage. The hospital contacted a third party for processing, and the equipment ran normally afterwards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.